Event description:
Additional information received notes that the oversensing noise on the atrial lead resulting in inappropriate mode switch reoccurred. No changes or intervention was performed. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited over-sensing of noise leading to inappropriate automatic mode switch episodes. No device intervention was performed. The patient was stable.